Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, a death occurred. (B)(6) 2008 a 3.50x20mm taxus express2 stent was implainted in a 95% stenotic, 3.5x15mm lesion located in the proximal left circumflex artery after dilation with an unspecified device. Following post dilation, residual stenosis was 0%. (B)(6) 2012 patient expired. Cause of death is unknown.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).